Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during internal rar training, the real intelligence cori continuously presented with the blue man on front panel. System was rebooted 5 times and never allowed to enter a patient session. We then reloaded the 1.5 software. It was able to load the software and also load the idbs. At this time as tried to enable tka, the system again shut down and presented with blue man. It was shut down and rebooted and upon getting to start screen, the system continued to present with the same issue. As this happened in a bioskills laboratory, there was not patient involvement.

Manufacturer narrative:
H3, h6: the real intelligence cori, part # rob10024, serial # (B)(6), intended for use in treatment, was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. Testing of the console was able to replicate the reported issue, however the component responsible for this failure could not be effectively determined. An additional investigation was performed. The reported problem was confirmed. An additional investigation performed by the software team has determined that excessive cpu utilization on the motherboard is causing time outs due to loss of communication between the cori app and the power management board. A test procedure was performed on the pmb board. Testing of the power management board according to tp1410 found no errors or abnormalities during the test sequences performed. An engineering review was performed. A review with a member of the electrical engineering team suggests that this mode of failure is likely related to overheating of the power supply or power regulators on either the processor board or power management board. This would explain the console crashing again after rebooting, but becoming fully functional after some time had passed. A possible cause of the console crashes was linked to overheating of the power supply, or power regulators on either the power management board or processor board. The console's boards may be getting too hot due to poor contact with heatsinks, or due to excessive usage and stress on the cpu. Other possible causes may be related to another fault on either the processor or power management board. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.